Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances measuring 129 ohms on the right ventricular (rv) lead channel. Technical services (ts) was consulted, and calcification was suspected to increase the measurements. No adverse patient effects were reported. This system remains in service.